Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the bronchofibervideoscope exhibited no image. The issue occurred, during preparation for use. For an unspecified procedure. There were no reports of delay, patient harm, injury or death.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to d9, additional information to h4, and the legal manufacturer's final investigation results. Based on the results of the investigation, a definitive root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.